Event description:
A report was received that when the patient needed stronger stimulation to get relief it caused him pain in another areas. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm; model#: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg), model#: sc-4316, lot #: 16445128, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.